Event description:
It was reported during initial implant procedure that the atrial lead exhibited failure to capture, inability to sense, and was unable to be implanted in the target area. The lead was removed. There were no patient consequences.